Manufacturer narrative:
(B)(4). Eval summary: eval of the returned ventilator was unable to confirm the fio2 issue as reported. A visual inspection of the returned ventilator found that the air filter cover on the right side had a hair line crack. The customer was requested to return the mixer that was used with the ventilator at the time of the incident; however, the mixer was not returned. The returned ventilator was connected with a known good test mixer and an external fio2 monitoring system was attached to measure fio2 value. The test resulted that the displayed fio2 met the set fio2 values and the test passed. O2 calibration was performed two times and passed both times. Output voltage of the o2 sensor was measured; the sensor met the manufacturer's output specification range. The ventilator was run for eight hours and at that time fio2 was set at varied values (21-100%); the monitored and displayed fio2 met accordingly. Eval concluded that the ventilator was fully functional. It is possible that due to the air intake filter cover being damaged and the door not closing tightly, the mixer was not seated securely that caused the reported fio2 issue. Note: the user facility thinks that the air intake filter cover was damaged by one of their nurses who went to put on the mixer and turned it too hard.

Event description:
Reportedly, the oxygen mixer was set at 100%; however, only 89-90% fio2 was given and the pt began to desaturate. The ambulance staff immediately placed the pt back on the facility's ventilator. As soon as the pt's saturation level recovered, the pt was placed back to the original ventilator. Although, the fio2 reading was still below the setting, the pt was transferred to the receiving facility without adverse affects. Please note that no permanent injuries were reported in this case.